Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal forearm vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured at 3atm and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.